Event description:
Patient was revised because one of the screws was found slightly protruded, which prevented the correct accommodation of the ceramic liner. The femoral head was also damaged due to the friction with the fragments.

Manufacturer narrative:
The devices have been received for examination. Examination of the returned devices confirms the material fracture as reported. The root cause is attributed to inadvertent technique error in not fully and properly seating the bone screw. A proud bone screw can then contribute to the liner not seating fully and in correct alignment within the cup. Previous investigations have shown that a misaligned position of the ceramic insert in the shell leads to point contact between the insert and shell and is the most likely reason for the fracture of the insert. The proud bone screw was another possible point of contact. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.